Manufacturer narrative:
A ge service representative performed an onsite investigation. The system was unable to be repaired as the parts required are no longer available and are end-of-life status.

Event description:
The customer reported that the system was working only half of the time. The system was cutting out and hanging up (locking up). There is no report of pt injury associated with this event.